Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered up as normal; however, an error code was found in the programmer error logs which confirmed the event occurred. Analysis found the upper hinge plate was cracked, a latch tab on the power cord bay was broken, the system fan cable was damaged, a latch on the media bay door was bent, and the wireless label was missing on the bezel overlay. (B)(4).

Event description:
It was reported that the programmer would power-up to a black screen, and cycling the power did not clear the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.